Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5104534.

Event description:
It was reported the patient experienced ineffective stimulation with their scs system and drg l4 lead migrated. Confirmed by x-ray. Surgical intervention may be pending to address the issue. Note : it is unknown which scs lead is related to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the drg system was explanted. During the surgery, the physician attempted to place the new drg leads and was unable to due to scar tissue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.